Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 278232, expiration date 09/30/2014). (B)(6).

Event description:
Customer received result of 19.2 mmol/l on the mobile system and a result if 8.6 mmol/l on the aviva nano system within 10 minutes. On a different date customer received result of 6.4 mmol/l on the mobile system and a result if 3.1 mmol/l on the aviva nano system within 10 minutes. The customer reported feeling unwell with these results. No actions taken based on device results. No adverse event reported. Requested return of suspect device.